Event description:
A paraplegic was being treated by the physical therapy department for debridement of skin in his feet and legs. After the treatment began, the water temperature of the whirlpool was tested and found to be in excess of the recommended temperature. Patient sustained burns to his feet which ultimately resulted in the amputation of both feet.the water for the whirlpool is supplied by a water heater and temperature is controlled by the person filling the whirlpool as hot and cold tap water are mixed to the desired temperature. A thermometer was available for use in determining the water temperature.conclusion: user error due to not following proper proceduredevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-92. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: none or unknown, failure to follow instructions. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: no. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.